Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit showed error system failure after completed system test. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked and reconnected all cables on the solenoid driver board and the main board. The fse observed the unit working properly for one hour. The iabp was returned to the customer in working condition.